Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 18e003, 18c009. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three large volume folfusors did not flow during infusion. The three events involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : six units (6) from lot 18e003 were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was also performed and the flow rate of the devices was found to be within specification. The reported condition was not verified for the six returned devices. Should additional relevant information become available, a supplemental report will be submitted.